Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (450-540 mg/dl) with traces of ketones. High bg was addressed by increasing the temporary basal rate, manual correction injections and the pump supplies were changed. A pump system check was performed and no device issues were identified. Reportedly, the customer reverted to using insulin injections until high bg was resolved. Tandem technical support advised the customer to discuss the event with a healthcare provider. The customer acknowledged.